Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of electrograms post operatively showed crosstalk presentation. The next morning when the device was checked, the right ventricular lead had high impedance. The patient was taken back in and the right ventricular lead was reconnected and the lead checked out fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.